Event description:
Hello my name is (B)(6). I am (B)(6), a mother of two children aged (B)(6). In 2020 I had the essure implanted. I wanted a birth control that didn't take too much healing time. It seemed to be ok at first, until I started having severe lower back pain. I went to the doctor who referred me to a bone and joint specialist. I had an x-ray and MRI taken nothing was found but a little arthritis. I came across a (B)(6) web page essure problems. I realized I have many symptoms such as: migraines that I have been put on topamax for, severe lower back pain, I can't sleep at night, tossing and turning from pain for the past 4 years. Since then I have had two surgeries, gallbladder was removed and appendix, never had a problem before. Severe menstrual cramps and excessive bleeding. I'm always tired and no appetite all; all this believe is from this device. I never had a nickel allergy test done before this device was implanted. I never received that card either. I really feel that this device should be banned. I live in (B)(6). Procedure was done at (B)(6).